Event description:
An extra-corporeal circuit line became disconnected during a heart transplant procedure. The recirculation lines were immediately clamped, the tubing section was re-connected and the arterial pump was confirmed to have no air. The estimated volume of blood loss was 1200-cc. The patient was given a blood transfusion and is reported to be fine. The user facility reported that there was no patient injury and the procedure was completed successfully without any further complications.